Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 22) occurred. Customer reset pump to clear the alarm. Customer¿s blood glucose level was 54 mg/dl. Customer continued to use the pump for insulin therapy.